Manufacturer narrative:
A picture was provided for analysis of the reported failure. The picture showed that the connector was detached from the tube. Based on the picture, the root cause of the problem was unable to be determined. It is possible that this failure condition could be caused by an insufficient application of solvent. The production personnel were made aware of this failure mode by a quality engineer. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
As per one of our nursing staff she had 2 incidents to respond. On both occasions patient's chest was wet due to leakage of IV tubing and she had to make second visit to fix it. The tubing was new when nurse started using with the patient. As per the nurse both incidents have same issue. She fund loosening at the detached part. No adverse patient effects were reported.